Event description:
A filter did not open completely following deployment via femoral approach. Another filter was successfully placed without pt complications. The pt's condition is good and has since been discharged. This device remains implanted. Therefore, no failure analysis will be available. Follow up indicated frequent and/or continuous flushing was not performed prior to deployment and may have contributed to this event. Co's directions for use: "introducer catherter must be flushed through opened flush port by frequent injection or continuous infusion of sterile heparinized saline during implant procedure. Insufficient flushing can allow thrombus formation inside filter which can bind legs and prevent complete opening upon release. Do not attempt to move or amnipulate an engaged filter. In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe".